Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036). (B)(4). Notes: initial MDR originally submitted to the FDA on 14dec2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner was previously returned to pentax medical from a customer on 31/oct/2018. Inspection of the device was performed on 07/dec/2018 where the quality control inspector found the following: suction arm loose-(B)(4). Passed wet leak test, customer complaint not stated, passed dry leak test. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to inventory upon completion. Parts replaced: insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5).